Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that the half height 5.2 was off bus, with no lights illuminated on the half height board. The engineer attempted to reseat it, but to no avail. The hardware testing application also failed to recognize the drawer. Subsequently, a field service engineer replaced the board and also repaired the scanner cradle, which was lying down. A bolt was found in the e drawer, and it was secured back in place. The drawer was configured, and the customer inventory was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.2 cubies were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.